Event description:
A customer reported to baxter (B)(4) that a leak in the transfer set occurred, even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The set was visually inspected and noted that one of the occluder feet was broken at the top. The complaint was confirmed in the lab for leak.

Manufacturer narrative:
(B)(4). The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.